Event description:
Additional information received from the manufacturer representative (rep) reported that the responsible doctor stated that it was due to the patient's characteristics, so no further information available due to no check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a replacement surgery was performed a little while ago. At first, improvement was observed, but recently condition has worsened again. In the area where stimulation is being delivered, a sensation like a chill is being felt. There were no known environmental, external, and patient factors that may have caused the event. An attempt was made to have the controller operated, but it appeared that hearing was impaired, making it difficult to perform the same operations as those being instructed. Pain and discomfort were listened to attentively, and sincere apologies were expressed for the limitations of support that could be provided by the call center. It was repeatedly conveyed that any concerns regarding condition or treatment should be discussed with the attending physician, and understanding was obtained. The issue was not resolved at the time of the report. The patient outcome was listed as health damage.